Event description:
It was reported that the manufacturer representative (rep) was present at the outpatient consultation with the patient and hcp on tuesday, september 9th. We performed another measurement: the impedance between contacts 1a and 1b was initially 10,046 ohms, followed by a second measurement that was within the normal range. The physician informed the patient that they would wait for the rehabilitation period and that measurements would be taken regularly during rehab. If abnormal readings occur before or after rehab again, intraoperative troubleshooting should be considered to identify and replace the faulty system component. On october 14th, the patient attended another outpatient consultation. She had completed her rehabilitation. The session measurement on the left side was within normal limits, with no further abnormalities detected. Hcp has decided to maintain the current setup for now. No further actions or updates regarding this case are planned at this time.

Manufacturer narrative:
Continuation of d10: product ID b3300542m, lot# serial#(B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a question regarding MRI capabilities because the impedance measurement shows a short circuit between contacts 1a and 1b. There were no symptoms reported.